Manufacturer narrative:
It was reported that when the patient tried to connect to their generator they received the message, "cannot connect to generator. Generator is not responding." The patient recently had an rf ablation and did not turn their device off or have it in surgery mode. During a follow up session, the abbott representative assigned to the patient was able to recover the patients ipg. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient underwent an rf ablation wherein the ipg was no put into surgery mode. After the surgery, the patient's ipg lost all programs. A field representative successfully reprogrammed the patient. Therapy was restored.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.